Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing on due to undersensing and pseudo fusion on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.